Manufacturer narrative:
(B)(4). The device was not returned for analysis. Reportedly, the plunger was removed, prior to deploying the needles and the proglide device pulled out of the artery. It should be noted that the perclose proglide instructions for use, states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information the reported loss of arterial access appears to be related to user deployment technique deployment out of sequence as the physician is still in training. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a heart catheterization procedure. Reportedly, the plunger was removed, prior to deploying the needles and the proglide device pulled out of the artery. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.